Manufacturer narrative:
Concomitant product(s): other relevant device(s) are: product ID: e tlw1613c93ej, serial/lot #: (B)(4), ubd: 19-jun-2016, UDI#: (B)(4); product ID: etlw1613c156ej, serial/lot #: (B)(4), ubd: 16-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that when the patient returned for follow up approximately a year and a half later the aneurysm had enlarged. It was also reported that there may be insufficient dilation of the limbs overlapped. The physician reported the cause of the event cannot be determined. Intervention was performed with a device implanted in the right eia and a device implanted to extend the proximal overlap on the right. During the intervention, a possible type iii separation or type ii leak was noted, but the specific type could not be determined. Additionally, on the left, the anatomy was very tortuous so a device was implanted in the cia along with another device to extend the proximal area also. No endoleak was noted after completion of the intervention. No additional clinical sequelae were reported and the patient is being monitored.